Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia and the squirting out during the manual prime process. The customer's blood glucose level was 551 mg/dl at the time of the incident. The customer¿s current blood glucose was 147 mg/dl. The customer stated that the insulin pump was not working. The customer stated that inquired when they pumps they does not see the insulin coming out. The customer connected and their blood glucose was going up. The customer did not notice whether or not the insulin dripped after the act button was let go. The customer stated t were not wearing the insulin pump during priming. The customer informed that the insulin did not continue to drip after letting go of the act button. The numbers came up, but the motor did not slow down. The drive support cap appeared as normal or recessed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.